Event description:
Patient was revised on (B)(6) 2020, 4 days after the primary surgery on (B)(6) 2020. Patient fell while still in hospital recovering from the primary surgery and dislocated. The surgeon explanted the 40mm centered glenosphere and 40/+3 standard humeral cup and attempted to replace them with a new 40mm centered glenosphere and 40/+3 standard humeral cup ; however, the surgeon believed the fit to be too tight. The surgeon then implanted 36mm centered glenosphere and 36/+3 standard humeral cup.